Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed using the naked eye which noted a leak at the tubing to drip chamber junction. The tubing was not correctly assembled into the drip chamber. The reported condition was verified. The cause of the condition was most likely due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink placlitaxel set leaked at the drip chamber and tubing junction. This was identified after hanging, prior to patient connection. There was no patient involvement. No additional information is available.